Event description:
It was reported by service report that the scale was not working correctly. There was patient involvement; however no adverse consequences are reported.

Manufacturer narrative:
Result code: load cell.